Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sigmoidectomy. According to eur surg res 2012; 49:130 - 216 - (B)(6) - citation 163: single incision laparoscopic sigmoidectomy: results after (B)(4) procedures: sigmoidectomy via sils. In the pelvis, the peritoneum and meso were divided in the rectosigmoid area (endo gia 60 - 35 articulating instrument). The citation reported on anastomotic leak as a major complication.